Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® tapered implant 4/3 x 8.5mm (item # bopt4385) was sent from spain for investigation, but product have not arrived. Therefore, the product is believed to have been lost in transit. Missing products are addressed in ca-05347, if found, the product complaint evaluation will be reopened to capture the additional information. Pre-existing conditions were noted on the per, and include the patient's reported type IV low-density bone. The reported device was located on tooth # 15 and was used for approximately 2 months. Pictures or x-ray images were provided and evaluated by a clinical sme, who found that the image showed the implant completely inverted, which supports the reported relocation to sinus. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: applicable information can be found in the warnings, precautions, and potential adverse events sections. DHR review was completed for the subject lot number (2018090283). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018090283) for similar event and no other complaint was identified. Complainant reported that the implant migrated to the sinus. The reported complaint was confirmed through sme evaluation of the provided x-ray image. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown.

Event description:
It was reported that the implant did not achieve integration and relocated into the sinus.